Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the customer: "we had a patient admitted from a nursing home last night with a PICC line which we placed (B)(6) 2017. There appears to be a fracture of the PICC between the 0 and 1cm marking."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the PICC was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The sample contained usage residue throughout the extension legs, molded joint, and proximal region of the catheter tubing. Gross visual evaluation of the device confirmed the presence of a longitudinally aligned split in the catheter between the 0cm-1cm depth markings. Microscopic examination of the fracture region revealed that the split was actually a longitudinally-aligned slender wedge of catheter, approximately 0.8cm in length. Further examination revealed mechanical damage surrounding the wedge and planar cuts in the catheter tubing at the wedge tip. In one area, catheter material had been removed from the exterior surface. The edges of the fracture site were sharply formed and were planar in nature. The observed damage was characteristic of sharp instrument contact. The catheter was likely either cut with a scalpel, scissors, or sharply pinched by a hard and sharp edged object. A lot history review (lhr) of rebu0063 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the customer: "we had a patient admitted from a nursing home last night with a PICC line which we placed (B)(6) 2017. There appears to be a fracture of the PICC between the 0 and 1cm marking."